Event description:
During the procedure to implant the excluder bifurcated endoprostheses, approximately 2 liters of blood was lost from the access site. There was no allegation of product deficiency; therefore, no investigation is necessary. There was no adverse outcome for the pt.